Event description:
A surgeon reports that following intraocular lens (iol) implant surgery, the pt was treated for uveitis. The pt also described pain and discomfort. The association between this event and the iol is not known. Additional info has been requested.